Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "post iabac insertion there was no adequate inflation and deflation". Additional information states that the physician opted for another therapy to support the patient. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "post iabac insertion there was no adequate inflation and deflation". Additional information states that the physican opted for another therapy to suppory the patient. The patient's current condition is reported as "critical".